Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv and ra spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminals. This laboratory finding may have contributed to the reported clinical observations.

Event description:
Boston scientific received information that, during the changeout of this device, increased shock impedances were observed. The shock impedances were not out of range and the rv lead was left in service. This device was explanted. No adverse patient effects were reported.